Event description:
The siemens magnetom espree MRI scanner has on two occasions in 19 months, "quenched spontaneously. Both failures occurred without patients or staff present. Both confirmed to be spontaneous equipment related - no user error or interference. Dates: (B)(6) 2012 and (B)(6) 2014. Company representatives up to this point, have been unable to identify a cause.